Manufacturer narrative:
One cac adapter was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since log files were not available for analysis. Analysis of the device could not be performed since the device was not returned for evaluation. Analysis could not be performed as the device was not returned. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's controller ac adapter was not functioning; the green status led light was not shining. The ac adapter was exchanged with no reported patient consequences. No further information was provided.